Event description:
An initial complaint was received via webform. The customer was contacted and reported incorrect values obtained while using the adc device and the freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a seizure. The customer received intravenous glucose by an hcp and was provided unspecified treatment by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.